Event description:
A customer reported that their blood glucose level was reading high, with a peak value of 526 mg/dl. Cause was not known. The customer took action to address the high blood glucose by administering a correction bolus using the pump. Recommendation was made to consult a healthcare provider in regards to diabetes management.